Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use on patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the catheter balloon was found torn on the day after placement. The event happened again to the same patient some time after the first event. It was later reported from the international business center via email 04feb2020 that the deflated balloon was found when the catheter fell out of the patient, this was the case with both events. It is unknown if there were any missing pieces to the torn balloon. Also it is unknown the time between these two events.